Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2003. The patient experienced erosion of the vaginal wall and other tissues and pain. The patient has had additional surgeries, including excision of the mesh. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent a hysterectomy and a gynecological procedure to treat stress urinary incontinence on (B)(6) 2003. The patient underwent mesh removal surgeries on (B)(6) 2003, (B)(6) 2005 and (B)(6) 2008, due to pain and incontinence and mesh erosion. (B)(4).

Manufacturer narrative:
(B)(4). (B)(6). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00727. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a mesh removal procedure on (B)(6) 2006.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient had the concurrent procedures of laparoscopic assisted vaginal hysterectomy, bilateral salpingo-oophorectomy, anterior/posterior repair, and possible total abdominal hysterectomy performed during mesh implantation. No additional information was provided.